Event description:
Customer reported that on (B)(6) 2012, a pt with suspected cervical spine injury and required intubation. Customer reported that the device cuff was successfully tested pre-insertion with 5ml of air. The caller reported that bubbling was visually observed and more air was inserted into cuff and audible pop was heard. Cuff rupture was quickly identified. Customer confirmed that the tube was removed and pt reintubated with a replacement tube.